Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient was seen in the emergency room following receipt of a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation it was noted that the shock was inappropriately administered due to oversensing of t-waves from reduced amplitude r waves. The presenting electrogram (egm) showed bigeminal premature ventricular contractions (pvcs). Boston scientific technical services (ts) reviewed the x-rays and noted the electrode appeared to be a bit too superior and a bit off of the sternum. Ts suggested re-screening the patient with the proper electrode position. The field representative noted that the patient was transferred to a different hospital for further follow-up. Approximately two weeks later a revision procedure was performed where the s-ICD and electrode were explanted and a transvenous implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. This report is being filed to correct the common device name and MFR site fields.

Event description:
This report is being filed to submit the analysis results.

Event description:
This report is being filed to submit additional analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Further testing noted cracking in the polyurethane just distal of the sense b distal ring.